Event description:
A pump malfunction was reported by the customer which led to diabetic ketoacidosis (dka) overnight and required hospital admission. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.